Event description:
In 2008, boston scientific corporation was informed that during a procedure, resolution clip device sheath kinked and the clip would not deploy. This issue occurred with two resolution clip devices. The physician aborted the procedure without any patient complications. Patient is "fine". Note: this is the first report of two related complaints. Pleas refer to MFR # 3005099803-2008-06953.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.